Manufacturer narrative:
Exemption number e2019001. A visual inspection was performed on the returned guide wire and the reported guide wire separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. The investigation was determined the reported separation and noted core and shaping ribbon damages appear to be related to operational circumstances of the procedure. It is likely that during advancement through the guiding catheter, the tip of the guider wire prolapsed causing the noted bends on the core and shaping ribbon and likely causing the core to bend and/or king at the hypotube. Manipulation during guide catheter exchange ultimately resulted in the reported separation. The core fractured faces at the separation were bent as if kinked prior to separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous intervention treating a coronary artery lesion. The bmw guidewire advanced to the right subclavian artery (on the way to the coronary arteries) without issue when the operator decided to change out the guide catheter. During removal of the guide catheter, the guidewire separated into two pieces. Reportedly, no unusual resistance had been noted at any point. Due to the wire separation, all was removed as a single unit and a snare removed the separated distal wire. Nothing was left in the anatomy. Another device was used in replacement. There was no adverse patient sequela and no clinically significant delay. No additional information was provided regarding this issue.